Event description:
Note: this report pertains to one of two events that occurred during the same procedure. MFR# 3005099803-2009-03863 addresses the other device. It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket and an alliance ii integrated inflation system were used during a cbd lithotripsy procedure performed in 2009. According to the complainant, a large stone was captured but could not be removed from the duct. The stone could not be crushed (either with the device, or the alliance handle), and the basket tip did not disengage (as intended). The handle of the device was cut off and the device was removed with the endoscope. A manual "crusher" (handle) was used to remove the device. It is unk if the manual "crusher" crushed the stone or only facilitated removal of the lithotripter basket. A temporary stent was placed and the pt was to return for a second procedure (date unk). Several attempts to ascertain further details (including pt info and f/u procedure info) have been unsuccessful.

Manufacturer narrative:
The device was used past expiry (procedure date was july 14, 2009 and the device exp date was apr 21, 2009). The complainant indicated that the device was discarded and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.